Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found blood in the safety disk and the pim. The fse replaced the pneumatic module assembly. The iabp was returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) 50cc catheter had been compromised/infiltrated the previous night and blood was seen in the helium tubing and running back to the cardiosave console. The patient was taken back to the cath lab and another catheter was inserted. The customer called back a few hours later and connected the physician who stated that the second 50cc iab catheter had been compromised and the patient did have known calcium deposits in the arterial tree. The physician indicated an understanding that the calcified vessel was the reason for the infiltrations and indicated a smaller diameter iab catheter would be inserted in the hopes of this not happening on a third balloon. Following the procedure, the nurse called back and reported that a 40cc catheter was chosen and inserted. The nurse stated there was no harm to the patient due to these issues and that the patient remains hemodynamically stable. This report is for the iabp used in the event. Both iab catheters are being reported on separate reports.